Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. During unpacking of a 3.0mmx40mmx135cm (4f) sterling balloon catheter, it was noted that the device was broken. The procedure was completed with a another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. During unpacking of a 3.0mmx40mmx135cm (4f) sterling balloon catheter, it was noted that the device was broken. The procedure was completed with a another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter. The balloon was tightly folded. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The reported bent (broken) shaft was confirmed.